Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/22/2025, it was reported by a sales representative via phone that an ar-1588tn-21 tightrope was threaded through the graft and button would not tighten to fixate tibia and became stuck. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device. The surgical technique, lt2-0157-en_d, notes the following under step 5 for graft passing: note: ensure the button has a clear path to bone, so as to not entrap soft tissue under the button. The shortening strands are tied over the abs button to protect the tibial tightrope® loop.